Event description:
It was reported that undersensing of ventricular fibrillation was observed. The patient was asymptomatic. Programming changes were made, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.